Event description:
It was reported that bivalirudin was ordered due to the patient's lower platelet count. The rn obtained IV bag from med room and hung medication at approximately 4:30pm. The medication, as per order, was to be administered at 3.01ml/hr. Until after thev patient's 6:50pm ptt level resulted. Once resulted, the rn was to use the nomogram to recalculate dose of medication. The rn scanned the patient upon entering the room and then scanned the medication. The rn primed the tubing for the medication and then loaded the tubing into the pump module. The rn then scanned the pump module with the tubing in it. The medication appeared as per the medication label and order on the screen. Per report, "due to the rn not being familiar with this particular medication, another rn also checked the settings to ensure they appeared correct before the tubing was connected to the patient." After the second checker completed their assessment of the medication, the tubing was connected to the patient's right sided chest port and the medication was started. Before leaving the room, the bedside rn also set up a kvo (keep vein open) infusion and a secondary zosyn to the kvo. This was connected to the peripheral line in patient's left hand. The rn left the room at this time. The bedside rn checked on the patient around 5:30pm. The family reported that the patient was sleeping and that they did not require assistance at that time. The rn does not recall the status of the bivalirudin at that time according to the report. The bedside rn completed the ptt recheck at 6:50pm. The rn does not recall the status of the bivalirudin at this time according to the report. The patient "appeared drowsy", but the rn had just woken her up for the blood draw. The family was still present at the bedside at this time. The bedside rn called the lab around 7:50pm due to the ptt draw taking a while to result. The lab technician reported that the ptt needed to be rerun, as it may be critical. She did not expound to tell the rn whether or not the ptt was too high or too low. The bedside rn began to complete evening rounds at 8:15pm. At this time, the rn noticed that the bivalirudin medication bag was empty, "aside from some medication remaining in the tubing." The rn immediately paused the infusion. The rn assessed the patient, who was "alert and oriented x 3 and denied headaches, dizziness, vision changes". Patient "appeared drowsy, but arousable and able to answer questions." The rn then called the pharmacy. The rn reported that it appeared the patient's "pump malfunctioned and bolused the patient with 100ml of bivalirudin." The rn ended then paged the provider. While waiting for a response, the bedside rn removed the kvo infusion and zosyn from the pump and replaced the pump to ensure no other event took place. Bedside rn patient's neurological status again. The patient was slightly drowsy, but did not have headaches, dizziness, vision changes. After finishing the assessment, the bedside rn call paged the provider again. The provider came and assessed patient, "who appeared drowsier than the last assessment by rn." The provider requested that rn call "condition c in order to get stat imaging and labs completed quickly." "Condition c was called" at approximately 8:35pm. ICU provider was at the bedside and assessed the patient. The patient "appeared more awake, due to several providers asking questions and touching" the patient. Per ICU provider, patient did not appear to have any neurocognitive deficits at this time. They decided "not to complete CT imaging at this time." An ICU rn and bedside rn suggested every one (1) hour neuro checks for four (4) hours to ensure the medication cleared the patient's system. The provider gave verbal orders for bedside rn to hang a 500ml lactated ringer bolus, as well as collect a cbc and bmp lab draw. After the patient was deemed to be stable, the clinicians began to examine the pump the rn had removed from the room. It was "confirmed that the channel was programmed appropriately." The bedside rn attempted to "trouble shoot" with the device. The rn programed zosyn onto the channel that was thought to have malfunctioned. It appeared to have been "programed correctly." The bedside rn also attempted to program the bivalirudin onto the other channel that was not originally used to see if it would pull up correctly and it did. It is unclear why the pump malfunctioned at this time. The pump was red-tagged and placed in the dirty utility room.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information : device eval by manufacturer? , reason code for no evaluation, if other specify , imdrf annex a,g,b,c,d codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Investigation summary . The reported over infusion of bivalirudin was not observed in a review of the logs or replicated during testing of the suspect pump module. Laboratory testing found the suspect pump module delivering fluid as programmed and within specification. The customer provided an event date of 22 december 2023, and the event time was reported to be at 6:32 pm. O at 4:32 pm, pump module s/n (B)(6) received/started a remote IV infusion of bivalirudin (drug ID 180), a dose of 150mcg/kg/h, a rate of 3ml/h, a vtbi 100ml. Primary volume infused (pvi) was recorded as 0ml. O at 6:54 pm, the pump module was paused and two (2) minutes later the infusion was restarted. Pvi was recorded as 7.07ml. O at 8:07 pm, the unit was channeled off. Pvi was recorded as 10.62ml. Around the same timeframe from 4:34 pm to 8:07 pm, concomitant pump module s/n (B)(6) was observed to deliver a basic primary infusion with a primary volume infused (pvi) 2.52ml and secondary infusion of piper/tazo (zosyn) with a secondary volume infused (svi) of 100ml. Pcu event logs can only reflect the inputted information it received, either manually or remotely, with respect to volume to be delivered. As such, it is not possible to determined what the actual volume/drug is within an IV container at the start and ending of an infusion, from a review of the pcu event logs. Inspection of the suspect pump module observed no anomalies that could contribute to the reported complaint. A review of the pcu and pump module error logs showed no records associated to the complaint during the reported timeframe. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that bivalirudin was ordered due to the patient's lower platelet count. The rn obtained IV bag from med room and hung medication at approximately 4:30pm. The medication, as per order, was to be administered at 3.01ml/hr. Until after the IV patient's 6:50pm ptt level resulted. Once resulted, the rn was to use the nomogram to recalculate dose of medication. The rn scanned the patient upon entering the room and then scanned the medication. The rn primed the tubing for the medication and then loaded the tubing into the pump module. The rn then scanned the pump module with the tubing in it. The medication appeared as per the medication label and order on the screen. Per report, "due to the rn not being familiar with this particular medication, another rn also checked the settings to ensure they appeared correct before the tubing was connected to the patient." After the second checker completed their assessment of the medication, the tubing was connected to the patient's right sided chest port and the medication was started. Before leaving the room, the bedside rn also set up a kvo (keep vein open) infusion and a secondary zosyn to the kvo. This was connected to the peripheral line in patient's left hand. The rn left the room at this time. The bedside rn checked on the patient around 5:30pm. The family reported that the patient was sleeping and that they did not require assistance at that time. The rn does not recall the status of the bivalirudin at that time according to the report. The bedside rn completed the ptt recheck at 6:50pm. The rn does not recall the status of the bivalirudin at this time according to the report. The patient "appeared drowsy", but the rn had just woken her up for the blood draw. The family was still present at the bedside at this time. The bedside rn called the lab around 7:50pm due to the ptt draw taking a while to result. The lab technician reported that the ptt needed to be rerun, as it may be critical. She did not expound to tell the rn whether or not the ptt was too high or too low. The bedside rn began to complete evening rounds at 8:15pm. At this time, the rn noticed that the bivalirudin medication bag was empty, "aside from some medication remaining in the tubing." The rn immediately paused the infusion. The rn assessed the patient, who was "alert and oriented x 3 and denied headaches, dizziness, vision changes". Patient "appeared drowsy, but arousable and able to answer questions." The rn then called the pharmacy. The rn reported that it appeared the patient's "pump malfunctioned and bolused the patient with 100ml of bivalirudin." The rn ended then paged the provider. While waiting for a response, the bedside rn removed the kvo infusion and zosyn from the pump and replaced the pump to ensure no other event took place. Bedside rn patient's neurological status again. The patient was slightly drowsy, but did not have headaches, dizziness, vision changes. After finishing the assessment, the bedside rn call paged the provider again. The provider came and assessed patient, "who appeared drowsier than the last assessment by rn." The provider requested that rn call "condition c in order to get stat imaging and labs completed quickly." "Condition c was called" at approximately 8:35pm. ICU provider was at the bedside and assessed the patient. The patient "appeared more awake, due to several providers asking questions and touching" the patient. Per ICU provider, patient did not appear to have any neurocognitive deficits at this time. They decided "not to complete CT imaging at this time." An ICU rn and bedside rn suggested every one (1) hour neuro checks for four (4) hours to ensure the medication cleared the patient's system. The provider gave verbal orders for bedside rn to hang a 500ml lactated ringer bolus, as well as collect a cbc and bmp lab draw. After the patient was deemed to be stable, the clinicians began to examine the pump the rn had removed from the room. It was "confirmed that the channel was programmed appropriately." The bedside rn attempted to "trouble shoot" with the device. The rn programed zosyn onto the channel that was thought to have malfunctioned. It appeared to have been "programed correctly." The bedside rn also attempted to program the bivalirudin onto the other channel that was not originally used to see if it would pull up correctly and it did. It is unclear why the pump malfunctioned at this time. The pump was red-tagged and placed in the dirty utility room.

Manufacturer narrative:
Correction : initial reporter zip.

Event description:
It was reported that bivalirudin was ordered due to the patient's lower platelet count. The rn obtained IV bag from med room and hung medication at approximately 4:30pm. The medication, as per order, was to be administered at 3.01ml/hr. Until after the patient's 6:50pm ptt level resulted. Once resulted, the rn was to use the nomogram to recalculate dose of medication. The rn scanned the patient upon entering the room and then scanned the medication. The rn primed the tubing for the medication and then loaded the tubing into the pump module. The rn then scanned the pump module with the tubing in it. The medication appeared as per the medication label and order on the screen. Per report, "due to the rn not being familiar with this particular medication, another rn also checked the settings to ensure they appeared correct before the tubing was connected to the patient." After the second checker completed their assessment of the medication, the tubing was connected to the patient's right sided chest port and the medication was started. Before leaving the room, the bedside rn also set up a kvo (keep vein open) infusion and a secondary zosyn to the kvo. This was connected to the peripheral line in patient's left hand. The rn left the room at this time. The bedside rn checked on the patient around 5:30pm. The family reported that the patient was sleeping and that they did not require assistance at that time. The rn does not recall the status of the bivalirudin at that time according to the report. The bedside rn completed the ptt recheck at 6:50pm. The rn does not recall the status of the bivalirudin at this time according to the report. The patient "appeared drowsy", but the rn had just woken her up for the blood draw. The family was still present at the bedside at this time. The bedside rn called the lab around 7:50pm due to the ptt draw taking a while to result. The lab technician reported that the ptt needed to be rerun, as it may be critical. She did not expound to tell the rn whether or not the ptt was too high or too low. The bedside rn began to complete evening rounds at 8:15pm. At this time, the rn noticed that the bivalirudin medication bag was empty, "aside from some medication remaining in the tubing." The rn immediately paused the infusion. The rn assessed the patient, who was "alert and oriented x 3 and denied headaches, dizziness, vision changes". Patient "appeared drowsy, but arousable and able to answer questions." The rn then called the pharmacy. The rn reported that it appeared the patient's "pump malfunctioned and bolused the patient with 100ml of bivalirudin." The rn ended then paged the provider. While waiting for a response, the bedside rn removed the kvo infusion and zosyn from the pump and replaced the pump to ensure no other event took place. Bedside rn patient's neurological status again. The patient was slightly drowsy, but did not have headaches, dizziness, vision changes. After finishing the assessment, the bedside rn call paged the provider again. The provider came and assessed patient, "who appeared drowsier than the last assessment by rn." The provider requested that rn call "condition c in order to get stat imaging and labs completed quickly." "Condition c was called" at approximately 8:35pm. ICU provider was at the bedside and assessed the patient. The patient "appeared more awake, due to several providers asking questions and touching" the patient. Per ICU provider, patient did not appear to have any neurocognitive deficits at this time. They decided "not to complete CT imaging at this time." An ICU rn and bedside rn suggested every one (1) hour neuro checks for four (4) hours to ensure the medication cleared the patient's system. The provider gave verbal orders for bedside rn to hang a 500ml lactated ringer bolus, as well as collect a cbc and bmp lab draw. After the patient was deemed to be stable, the clinicians began to examine the pump the rn had removed from the room. It was "confirmed that the channel was programmed appropriately." The bedside rn attempted to "trouble shoot" with the device. The rn programed zosyn onto the channel that was thought to have malfunctioned. It appeared to have been "programed correctly." The bedside rn also attempted to program the bivalirudin onto the other channel that was not originally used to see if it would pull up correctly and it did. It is unclear why the pump malfunctioned at this time. The pump was red-tagged and placed in the dirty utility room.

Manufacturer narrative:
Correction : describe event or problem additional information : imdrf annex a, g, c, d codes. Additional information to investigation summary: ¿ inspection and testing of the returned administration set did not observe any anomalies.

Event description:
It was reported that bivalirudin was ordered due to the patient's lower platelet count. The rn obtained IV bag from med room and hung medication at approximately 4:30pm. The medication, as per order, was to be administered at 3.01ml/hr. Until after thev patient's 6:50pm ptt level resulted. Once resulted, the rn was to use the nomogram to recalculate dose of medication. The rn scanned the patient upon entering the room and then scanned the medication. The rn primed the tubing for the medication and then loaded the tubing into the pump module. The rn then scanned the pump module with the tubing in it. The medication appeared as per the medication label and order on the screen. Per report, "due to the rn not being familiar with this particular medication, another rn also checked the settings to ensure they appeared correct before the tubing was connected to the patient." After the second checker completed their assessment of the medication, the tubing was connected to the patient's right sided chest port and the medication was started. Before leaving the room, the bedside rn also set up a kvo (keep vein open) infusion and a secondary zosyn to the kvo. This was connected to the peripheral line in patient's left hand. The rn left the room at this time. The bedside rn checked on the patient around 5:30pm. The family reported that the patient was sleeping and that they did not require assistance at that time. The rn does not recall the status of the bivalirudin at that time according to the report. The bedside rn completed the ptt recheck at 6:50pm. The rn does not recall the status of the bivalirudin at this time according to the report. The patient "appeared drowsy", but the rn had just woken her up for the blood draw. The family was still present at the bedside at this time. The bedside rn called the lab around 7:50pm due to the ptt draw taking a while to result. The lab technician reported that the ptt needed to be rerun, as it may be critical. She did not expound to tell the rn whether or not the ptt was too high or too low. The bedside rn began to complete evening rounds at 8:15pm. At this time, the rn noticed that the bivalirudin medication bag was empty, "aside from some medication remaining in the tubing." The rn immediately paused the infusion. The rn assessed the patient, who was "alert and oriented x 3 and denied headaches, dizziness, vision changes". Patient "appeared drowsy, but arousable and able to answer questions." The rn then called the pharmacy. The rn reported that it appeared the patient's "pump malfunctioned and bolused the patient with 100ml of bivalirudin." The rn ended then paged the provider. While waiting for a response, the bedside rn removed the kvo infusion and zosyn from the pump and replaced the pump to ensure no other event took place. Bedside rn patient's neurological status again. The patient was slightly drowsy, but did not have headaches, dizziness, vision changes. After finishing the assessment, the bedside rn call paged the provider again. The provider came and assessed patient, "who appeared drowsier than the last assessment by rn." The provider requested that rn call "condition c in order to get stat imaging and labs completed quickly." "Condition c was called" at approximately 8:35pm. ICU provider was at the bedside and assessed the patient. The patient "appeared more awake, due to several providers asking questions and touching" the patient. Per ICU provider, patient did not appear to have any neurocognitive deficits at this time. They decided "not to complete CT imaging at this time." An ICU rn and bedside rn suggested every one (1) hour neuro checks for four (4) hours to ensure the medication cleared the patient's system. The provider gave verbal orders for bedside rn to hang a 500ml lactated ringer bolus, as well as collect a cbc and bmp lab draw. After the patient was deemed to be stable, the clinicians began to examine the pump the rn had removed from the room. It was "confirmed that the channel was programmed appropriately." The bedside rn attempted to "trouble shoot" with the device. The rn programed zosyn onto the channel that was thought to have malfunctioned. It appeared to have been "programed correctly." The bedside rn also attempted to program the bivalirudin onto the other channel that was not originally used to see if it would pull up correctly and it did. It is unclear why the pump malfunctioned at this time. The pump was red-tagged and placed in the dirty utility room.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.